Event description:
On 12/30/96, co received info alleging that on 12/29/96, a two month old infant was brought into the ER with bronchiolitis. Reportedly, the hosp staff connected co's model I-20 oxygen transducer ("sensor") to monitor via co preamplifier interface cable that had been remanufactured or repaired by another co. The hosp has stated that the mde monitor did not indicate a malfunction,. According to the hosp, the sensor was applied and "the pt immediately cried, and the sensor was immediately taken off." The pt reportedly received a "small second degree burn." The hosp has stated that the pt did not suffer any long term harm as a result of this event.